Event description:
Carry bar came off strap and dropped an individual a few inches onto a reclining chair as a result.

Manufacturer narrative:
The carry bar has not been received from the end user yet to evaluate and conclude as to the cause of the separation. An update will be submitted once the report has been received.